Event description:
It was reported that the nurse noticed that the grey hub was disconnected from the lumen. The line was clamped and then removed. The patient was fine and had no harm or injury.

Manufacturer narrative:
(B)(4) the full UDI number is not available as complainant did not report a lot number.

Manufacturer narrative:
(B)(4). The customer returned one, single-lumen cvc for analysis. Signs of use were observed on the returned catheter. Visual and microscopic analysis revealed the medial extension line was separated from the luer hub. A section of the extrusion was still molded within the luer hub. The extension line appeared rough and jagged at the point of separation. This damage is consistent with a manufacturing molding defect. The outer diameter of the extension line measured 0.0845", which is within the specification limits of 0.084-0.088" per the extension line extrusion product drawing. The extension line inner diameter measured 0.057", which is within the specification limits of 0.055-0.059" per the extension line extrusion product drawing. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. It was revealed that the kit contained an expiration date of 12/2022, which is prior to the event date of the reported kit. It cannot be confirmed if the provided potential lot is correlated with the reported kit and sample. The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the medial extension line extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The appearance of the damage is consistent with a manufacturing molding defect. Based on the customer report and the sample returned , manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that the nurse noticed that the grey hub was disconnected from the lumen. The line was clamped and then removed. The patient was fine and had no harm or injury.